Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-00763. The pt's (B)(6) therapy system includes two percutaneous leads from different lots. It was reported the pt is experiencing a headache as well as pressure in the neck and shoulder when sitting upright. These symptoms were reported shortly after implant. The physician was concerned that a dural leak had occurred; however, there was no evidence of a cerebrospinal fluid leak during the implantation procedure. The pt was reportedly hospitalized with a course of treatment which included intravenous fluids, antibiotics and bed rest. F/u on this matter found that the reported symptoms have resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.